Manufacturer narrative:
Initial reporter addr 1: (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had an over infusion of dextrose 10%. At 0700, a 500ml bag of dextrose 10% was programmed to infuse at 1.4ml/hr (20ml/kg/day). 5-7 hours later nurse noted the bag to be almost empty. The pump stated 8.96 ml had infused however nurse noted only 80ml remained in the bag. Upon lab testing, patients glucose was >1500 mg/dl with subsequent hyponatremia which lead to seizures, acute kidney injury as well as acute tubular necrosis of the kidneys. Patient required critical care in the nicu, intubation and ventilation, as well as an insulin drip for hyperglycemia. Patient treated with fosphenytoin, levetiracetam and phenobarbital for seizures. Patient currently has been extubated, was tapered off the anti-epileptic medications, and acute kidney injury has been resolved. Patient does however remain admitted to the nicu.

Event description:
It was reported that the device had an over infusion of dextrose 10%. At 0700, a 500ml bag of dextrose 10% was programmed to infuse at 1.4ml/hr (20ml/kg/day). 5-7 hours later nurse noted the bag to be almost empty. The pump stated 8.96 ml had infused however nurse noted only 80ml remained in the bag. Upon lab testing, patients glucose was >1500 mg/dl with subsequent hyponatremia which lead to seizures, acute kidney injury as well as acute tubular necrosis of the kidneys. Patient required critical care in the nicu, intubation and ventilation, as well as an insulin drip for hyperglycemia. Patient treated with fosphenytoin, levetiracetam and phenobarbital for seizures. Patient currently has been extubated, was tapered off the anti-epileptic medications, and acute kidney injury has been resolved. Patient does however remain admitted to the nicu.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device had an over infusion of dextrose 10%. At 0700, a 500ml bag of dextrose 10% was programmed to infuse at 1.4ml/hr (20ml/kg/day). 5-7 hours later nurse noted the bag to be almost empty. The pump stated 8.96 ml had infused however nurse noted only 80ml remained in the bag. Upon lab testing, patients glucose was >1500 mg/dl with subsequent hyponatremia which lead to seizures, acute kidney injury as well as acute tubular necrosis of the kidneys. Patient required critical care in the nicu, intubation and ventilation, as well as an insulin drip for hyperglycemia. Patient treated with fosphenytoin, levetiracetam and phenobarbital for seizures. Patient currently has been extubated, was tapered off the anti-epileptic medications, and acute kidney injury has been resolved. Patient does however remain admitted to the nicu.